Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported the patient was on impella cp support. While on support, bleeding was noted at the access site. A stent was placed. Ischemia was noted at the left leg. External femorofemoral bypass with 5 french ante grade sheath was used to manage the ischemia. The patient survived the explant.

Manufacturer narrative:
The investigation into access site bleeding and limb ischemia ¿ reversible has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding issue was not determined since the product was not returned and insufficient clinical details provided. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. G.1 revised reporting contact email since initial manufacturer device report 1220648-2024-22035 was submitted.